Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker had an anomaly in its longevity. Moreover, engineering result showed an increase in power consumption affecting the device's longevity. Additional information was received indicating that the device was surgically explanted. No additional adverse patient effects were reported.